Manufacturer narrative:
The insulin pump was received with cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported that the customer had a crack at the top of the screen of her insulin pump. The customer's blood glucose was 122 mg/dl. The customer was unaware as to how the crack occurred. The customer stated that she does roll over the insulin pump. Advised the pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.